Event description:
Upon removal of catheter, broke leaving the distal portion approx 20cm, retained in the right atrium. The pt required the return to surgery to remove this retained portion. Pt tolerated add'l surgery without complications and catheter tip obtained. Pt in stable condition.